Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the subclavian artery. An 8.0x20x135 cm express ld vascular stent was selected for use. However, during preparation, it was noted that the stent fell off the balloon while being flushed. The procedure was completed with a different device. There were no patient complications as a result of this event, and the patient status was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: the express ld was returned for analysis. A visual examination of the returned device confirmed that the balloon was not tightly folded and had been subjected to positive pressure. The balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks or issues noted. The device was received with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues were noted with the tip of the device. A visual and tactile examination identified no issues along the length of the device.

Manufacturer narrative:
E1: initial reporter phone:(B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the subclavian artery. An 8.0x20x135 cm express ld vascular stent was selected for use. However, during preparation, it was noted that the stent fell off the balloon while being flushed. The procedure was completed with a different device. There were no patient complications as a result of this event, and the patient status was stable.